Event description:
On (B)(6) 2025, the user contacted support after mistakenly initiating a rewind sequence on the pump instead of announcing a meal. The user was instructed to disconnect the infusion tubing and complete a fill tubing sequence. Drops were observed, and the user reconnected the tubing as directed. Due to a delay of over 30 minutes since the meal, no meal announcement was advised. Follow-up checks were conducted over several hours, with blood glucose readings reported at 167 mg/dl, 250 mg/dl, and later 157 mg/dl. No further issues were reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.